Event description:
The implant was not removed.

Manufacturer narrative:
This report is being submitted to report updated information. Doctor reported that the implant was not removed. This event no longer meets reportability requirements. No further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: describe event or problem was updated. D7: if explanted was updated. D10: device availability was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H 10: narrative/data was updated. H3 other text : implant was not removed.

Manufacturer narrative:
Zimmerbiomet complaint (B)(4).

Event description:
Patient presented with bone loss around implant bopt5485 in tooth site # 14. The implant was removed.